Event description:
It was reported that the ilet displayed ¿high¿ for over four hours and a confirmatory fingerstick measured 386 mg/dl, with the patient using a contact detach infusion site; the agent guided a full supply change that was completed successfully. Symptoms included hyperglycemia without associated complaints. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included customer interview and device-use troubleshooting focused on infusion site and supplies. Investigation of this case revealed no device malfunction identified during the interaction, and the event was consistent with hyperglycemia of unclear cause that resolved through supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.